Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. The caller received assistance from technical support to reset the pump, which resolved the malfunction as it did not recur. The customer was instructed to call back if the issue reappears.